Event description:
Reported via patient call center. It was reported via a text to the patient call center that a patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. The patient reported via sms (short message service/text) that they had a stroke. The patient did not response to a follow up phone call. No further information was provided.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.